Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged usb issue was verified; battery not holding charge could not be verified.

Event description:
It was reported that the pump battery was depleting quickly and multiple usb charging cables had to be held in the pump usb charging port at a certain position in order to charge the battery. Customer's blood glucose was over 300 mg/dl. Customer continued to use pump and alternate pump for insulin therapy.